Manufacturer narrative:
(B)(6). (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
It was reported that the patient presented to surgery with lumbar stenosis, lumbar spondylolisthesis with degenerative disc disease, bilateral foraminal narrowing, and nerve compression. The patient underwent a procedure for posterolateral arthrodesis fusion grafting with bmp, autograft, iliac crest bone graft; tlif at l4-5, l5-s1 with peek interbody device filled with bmp, autograft and iliac crest; pedicle screw fixation l4-s1. At 5 months post-op the patient was seen for follow-up with physician with a chief complaint of low back and lower extremity pain complaints. Patient reports no significant history of low back pain complaints and had not seen a medical doctor or chiropractor for such pain complaints until when at work was taking a place of a machine which had broken and was repetitively pushing up 5-ton rolls however one back rolled and he attempted to catch it and developed significant low back pain complaints. Patient notes that previous lumbar fusion did significantly help his limp although he still has pain complaints going down his bilateral lower extremities although much worse on the right side. He reports moderate to severe skin crawling, stabbing, radiating, sharp, throbbing type sensation. He states it worsens when he is sitting or driving for more than 20 minutes. It does radiate down to his right lower extremity and usually to the top of the right foot. Notes indicate the patient is believed to have chronic low back and low extremity pain complaints with lumbosacral radiculopathy status post work injury. At 6 months post-op, electrodiagnostic testing was consistent with a right lumbosacral radiculopathy, most consistent with that affecting the right l5 and si levels. There was no additional electrodiagnostic evidence seen otherwise suggestive of a generalized underlying polyneuropathy, myopathy, or superimposed peripheral nerve compression. At 19 months post-op, electrodiagnostic testing was consistent with a bilateral lumbosacral radiculopathy affecting multiple bilateral lower lumbosacral root levels. In comparison with previous electrodiagnostic testing, there was involvement seen in the left side, not previously noted. There continue to be no additional electrodiagnostic evidence seen otherwise suggestive of a generalized underlying polyneuropathy, myopathy, or superimposed peripheral nerve compression. At 45 months post-op the patient presents with a chief complaint of low back and lower extremity pain. The patient is believed to have chronic low back and low extremity pain complaints with lumbosacral radiculopathy status post work injury and is post lumbar fusion. The patient also is believed to have unrelated neck and upper extremity pain complaints with right cervical radiculopathy. Treatment plan is to continue with pain medications and to order tens unit for home use.